Event description:
Initial reporter indicated that they "had a pt in the office and they were unable to establish communication with their generator." The treating physician was using his handheld computer plugged in during his programming session with the pt which can potentially cause electromagnetic interference. The pt was not in the office at the time the physician reported the event to the MFR so further troubleshooting could not be done to rule out the programming system. At this time a malfunction is suspected against the pt's generator. Good faith attempts will be made for add'l info about the event.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.